Event description:
Medwatch report received from anonymous reporter with most data redacted. Report indicates "caller noticed cramping in their left side and was eating a lot more than was supposed to. The physician thinks there is a leakage and caller will need to have the port replaced." The event is being reported in good faith, in spite of possibility that this may be a duplicate report, as inamed's approach to compliance is to resolve all doubt in favor of reporting.